Manufacturer narrative:
No lot # provided. Device manufacture date: unknown. Medical device expiration date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that before use an unspecified bd syringe and needle was found with a piece of white material floating in the insulin syringe. There was no report of injury or medical intervention.